Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep found that f11 and f12 fuses were not seated correctly. The rep tightened the fuses holder and reinstalled the fuses which seemed to correct the problem. The rep left the system powered on for three hours, and then the system passed the system checkout and was found to be performing as intended. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the line power light was out on the imaging system. It was noted that the issue was intermittent, indicating that the fuses may not be bad. There was no patient involved.